Event description:
It was reported that the patient's controller was exchanged because the power cables were broken in a few areas. The power cables would not connect easily to batteries. Though the issue was non-emergent, the patient was legally blind, so the controller was exchanged. The controller was discarded and would not be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the power cables was not confirmed. The heartmate 3 system controller (serial number: (B)(4)) was not returned for evaluation and no pictures of the damage were submitted for review. It was also reported that the controller was disposed of after being exchanged. It was noted that the power cables would not connect smoothly to 14v batteries due to the damage observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 15jan2016. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.